Event description:
The customer reported that the system was not booting up. No patient injury was reported.

Manufacturer narrative:
The ge service rep booted system excessive times required, over 15 minutes to boot and all functions were slow once booted. Verified good power to hard drive. He replaced the hard drive, reloaded the software, flashed the nodes and reloaded the calibration files. The system operates as intended.